Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal cystocele repair with hysteropexy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the suture broke right at the dart during deployment of the device on the patient's left side. The dart was retained in the pelvic bone of the patient. The physician did not attempt to remove the detached piece from the patient as the physician believed it was safer to leave the dart in place. The procedure was completed with the same capio slim device. There were no patient complications as a result of the event. The condition of the patient after the procedure was reported to be stable.